Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pen is not logging insulin doses correctly. The dose discrepancy was greater than 1.0 unit of insulin. During troubleshooting, the customer tried doing insulin doses and did not show up as the correct amount. No harm requiring medical intervention was reported. The insulin pen is expected to return for analysis.